Manufacturer narrative:
We are reporting according to exemption no. (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution co. In the USA, (B)(4). Please note that while this product is no longer mfg, previous medwatch reports for this product may have been submitted for the mfg site arjo med. Ab ltd (under registration #(B)(4)). As of (B)(6) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hosp equipment ab and any medwatch reports will be submitted under registration # (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer on (B)(6) 2011: per the ahus service tech -"nursing assistant (tw) was raising resident (lt) from a wheel chair. The sling was already under the resident. The lift was lowered to allow the 4 sling clips to be attached to the lift's spreader bar. The care giver said she heard all 4 sling clips click onto the spreader bar. The care giver was holding the spreader bar grab handle while raising the resident from the w/c (wheelchair). During the raising process, the resident slipped out of the sling causing the injuries. (B)(4).